Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "pain over cerclage wing from osteotomy. Impingement and deep hardware pain. Re-operation without implant removal. Right arthroscopic extensive debridement and biopsy".

Event description:
As reported: "pain over cerclage wing from osteotomy. Impingement and deep hardware pain. Re-operation without implant removal. Right arthroscopic extensive debridement and biopsy".

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.